Event description:
Healthcare professional additionally reported "plug strap separated." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "pain, crease/folding and deflation."

Event description:
Patient reported right side "hurts, folded up and deflation." Device remains implanted.